Event description:
It was reported that a patient was bitten and punched in his implantable neurostimulator (ins) locations. It was stated that his healthcare provider (hcp) now had to do surgery on both implants. The symptoms were bending toes and pain in the legs starting in the chest. The patient was "okay" prior to the incident. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 748251, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3387s-40, lot# v135050, implanted: 2008 (B)(6), product type lead, product ID 3387-40, lot# j0555411v, implanted: 2006 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).